Manufacturer narrative:
The field service engineer found a leaky reference electrode. The electrode was replaced. Calibration and controls passed. Precision studies and ise checks passed. The investigation could not identify a product problem. The cause of the event could not be determined. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k, cl for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. Since the sodium test was automatically repeated by the analyzer, the customer decided to repeat the sample. The sample was repeated and the repeat results were believed to be correct. A corrected report was issued. The sample initially resulted in a k value of 5.82 mmol/l, which repeated as 4.0 mmol/l. This sample initially resulted in a cl value of 65.7 mmol/l, which repeated as 103 mmol/l. The k electrode lot number was p67, with an expiration date of 18-aug-2021. The cl electrode lot number was a79, with an expiration date of 21-aug-2021.